Event description:
There is no indication that the product caused or contributed to an adverse event. During troubleshooting the patient informed the customer care advocate that they had replaced the batteries twice in the subject meter and were allegedly still be prompted the battery indicator. This complaint is being reported because alleged battery indicator was not resolved with troubleshooting

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.